Event description:
It was reported that the catheter was unable to pace after the catheter was inserted. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. Catheter was found to have a short condition between the proximal and distal electrodes at the y-adapter area. Balloon inflated clear and concentric without any leakage. No visible damage was observed from catheter body.

Event description:
Additional information received on 1/6/2010:the issue did not occur on the initial firing. Five clips had already been fired. The issue did occur with previous firings. The jaws were not inspected prior to firing. The trigger was fully squeezed. No torque was applied to the device. The instrument was not fired across an existing clip or staple. The clip was secure on the vessel/tissue. The clip was not properly closed. It was crossed over and closed. Excessive pressure was not applied to the proximal end of the jaws. Clip did not fall into the abdominal cavity. User did not continue to use device.additional information received on 1/11/2010:the patient was reported to be in stable condition following the procedure.